Event description:
It was reported that during a prolonged fasting period for an imaging procedure, the user experienced a hypoglycemic event while using the ilet, with a lowest reported blood glucose of 55 mg/dl, and subsequently self-treated with oral glucose tablets without need for outside or medical assistance. Symptoms included dizziness, sweating, and shakiness. Outcomes included no hospitalization and resolution of the low after treatment. Investigation included complaint intake review and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction and no device component issue identified, with the event consistent with hypoglycemia during fasting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.